Event description:
It was reported that the patient passed away. No information regarding the circumstance or cause of death were provided at the time of initial report. The relationship between the cause of death to vns therapy is unknown. Attempts to obtain additional information have been unsuccessful to date. The patient's last known physician indicated that the patient transferred care 5 years prior and no information regarding the cause or circumstances of death are known.

Event description:
The patient's vns physician reported to the medical examiner's office that prior to death that the patient had recently began experiencing increase in drop seizure frequency. The patient was last seen by the vns physician two days prior.

Event description:
Additional information was received stating that vns patient¿s cause of death was listed on the preliminary death certificate as ¿seizure disorder¿ with other significant conditions contributing to the death. The manner of death was listed as ¿natural¿. The patient¿s autopsy report was obtained indicating that the patient was found deceased at his residence on his bed. The patient had a history of grand mal seizures and drop seizures which occurred several time per month and up to 100 times per day, respectively. Prior to death, the patient began experiencing 1-2 tonic clonic seizures and 10-20 drop seizures daily. It was noted that the patient was stung by a bee the day prior to his death, but it is not believed to have caused or contributed to the patient¿s death. The patient¿s device was explanted during autopsy and given to the patient¿s family; therefore, no analysis can be performed. With the available information, an internal classification determined that the death is unlikely sudep.

Event description:
The last known treating physician reported that the cause of death was unknown, but he did not believe the vns was related to the cause of death. No additional relevant information has been received to date.

Event description:
Additional information was received from the patient's mother that the patient¿s seizures increased before the patient¿s death, and she stated that her son had a lot of different seizure type activity along with shakes & twitches.